Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pacing measurement log data, 2 - weekly points missing/skipped for min and max atrial pace between (B)(4) 2010 and (B)(4) 2010, at each point unfiltered data = n/t. 1-patient alert atrial pace lead impedance ="not taken" on (B)(4) 2010 03:00:07.

Event description:
It was reported that the right atrial lead experienced far field r-wave oversensing, and small p-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.